Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out-of-range shock impedance measurements during a normal device replacement procedure. It was noted that the shock impedance measurements were normal and within range prior to the procedure with the old device however once connected to the new device the measurements were greater than 200 ohms. The lead was disconnected, cleaned and connected several times but the issue remained. The lead was surgically abandoned but a replacement lead could not be implanted due to stenosis. The patient was hospitalized and six days later underwent an additional procedure where a new rv lead was successfully placed on the opposite side of the body. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the high voltage conductor was fractured at the proximal side of the yoke stake block. As the measurements prior to replacement were normal, it is concluded that this damage happened at the explant procedure. Laboratory technicians were able to recreate this type of damage by grabbing the yoke of the lead and using it as a ¿handle¿ while pulling with force to remove the lead terminals from a device header. This type of damage was confirmed to be induced.